Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients diagnostic implantable cardiac monitor (icm) triggered recommended replacement time (rrt) earlier than anticipated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: further analysis was completed. The anode and cathode separators were thoroughly inspected. No defects were noted in the cell assembly. The internal glass-to-metal seals were also thoroughly inspected. The cell exhibited acceptable pin-to-lid resistance values. No internal battery defects were identified during the destructive analysis of this cell. Greatbatch battery analysis found that no internal defects were identified during the destructive analysis of this cell. Pal analysis confirmed the reported low battery measurement. Testing and evaluation of the device demonstrated normal operation with nominal current drain throughout the analysis. Analysis of the device memory indicated the battery impedance trend was rising.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.